Event description:
It was reported that patient died. The de novo target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was used; however, the output was low and patient problem was developed. Subsequently, the patient died.